Manufacturer narrative:
B3: date of event: the date of event is unknown in march, and 01 mar 2025 has been used as a placeholder. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
A complaint was received via medwatch regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced under infusion. This is report 4 of 6. Medsun medwatch uf/importer report # (B)(4) stated that ICU medical primary tubing malfunction during administration of chemotherapy resulting in waste and incomplete dosing. There were 6 occurrences. The original intended procedure was chemotherapy. There were 6 patients involved in the event and unknown adverse events.